Event description:
Patient reported she noticed the up and down buttons on her infusion device don't work well since one month ago. Patient stated the rubber part of the infusion device was also gone. Patient reported a few days ago during a cartridge change she also noticed the menu button stopped working. Patient stated it is completely broken. Patient attempted to remove the battery but the problem was not resolved. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.